Manufacturer narrative:
This report is submitted on june 28, 2018.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to non-auditory sensations with device use. It is unknown if the patient was reimplanted with another device as of the date of this report june 28, 2018.

Manufacturer narrative:
Device analysis indicates a device failure. This report is filed on may 23, 2019.